Manufacturer narrative:
The complaint device was received for evaluation and the reported incident was confirmed. When fluid was inserted into the white (internal) stopcock joint, fluid was observed leaking from both the stopcock joint and the safety balloon. Upon further inspection of the joint, we observed an inadequate amount of glue at the stopcock joint. The root cause of the malfunction was determined to be a manufacturing operator error - not enough glue was applied on the stopcock joint during the assembly process. The leakage from the safety balloon was a result of a hole in the balloon. The damage to the safety balloon is likely due to mishandling when sliding the movable sleeve off of the safety balloon. The blue common carotid balloon inflated and deflated properly. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. A corrective and preventive action (CAPA) has been implemented to address the leakage from the stopcock joint and prevent the issue from reoccurring. This device was manufactured before the CAPA was implemented. The malfunction was detected during the pre-use check. This device was not used for the procedure.

Event description:
During the pre-use check, the surgeon observed leakage from the white stopcock of the pruitt f3 carotid shunt with t-port. The device was not used on the patient. No patient harm occurred.